Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, the device was unable to fire. There was a strong noise and the trigger stopped during surgical stapling. A new stapler was used to complete the case. There was no patient injury.